Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized for high blood glucose levels. Customer reported that he has been waking up with high blood glucose levels of 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer's blood glucose reading was 500 mg/dl. Nothing further reported.